Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of audio/beep anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported constant beeping on their pump. The customer stated that the display went blank and they had to remove the battery to restart the pump. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device was had normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test, audio beep or vibrate anomaly noted during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.